Manufacturer narrative:
It was reported that the ac power supply failed during treatment, therefore the cardiohelp was exchanged. No cardiohelp with the reported serial number was send in for service. The sales and service unit performed tree attempt to contact the customer with no reply. No root cause could be determined in this case, because the sales and service unit could not reach the customer and the affected device was not send in for service and investigation. With review of the risk analyses possible root causes could be determined as follows: total fail because of external mains power: - breakdown of ac/dc line voltage (mains); - power supply cannot be connected; - defective or wrong fuse. Based on the results the reported failure "ac power supply failed" could not be confirmed, because the device could not be inspected. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. In case new relevant information from the customer will be received this case will be reopened. H3 other text : device not made available by the customer.

Event description:
Onetrack complaint ID: (B)(4).

Manufacturer narrative:
Service of the device was requested and is pending. A follow up will be submitted when new relevant information becomes available.

Event description:
The customer reported that the cardiohelp had an ac power supply failure. Trouble shooting was done and multiple power strips were changed to different wall sources of power as well as plugging the cardiohelp power cord directly into the wall. There was no resolve with any of these measures. Therefore the customer exchanged the unit during treatment. There was no impact to the patient reported. Onetrack complaint ID: (B)(4).